Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an endeavor resolute drug-eluting stent. There were no difficulties noted when removing the protective sheath. No abnormality was noticed during inspection prior to use. The target lesion in the mid lad had 85-90% stenosis, slight calcification and severe tortuosity. The lesion was pre-dilated three times with a 1.5 x 15 mm balloon, a 2.0 x 20 mm balloon and a 2.5 x 15 mm balloon at 12 atm - 14 atm for 10 seconds. No stenosis remained after dilatation. It was reported that the endeavor resolute stent dislodged before deployment when it reached the target lesion. The dislodged stent was caught by a snare and removed from the patient. Procedure time was extended. The physician determined that the reason for the event was a product defect. No further patient complications were reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.